Event description:
It was reported that the patient was injured very bad and someone injured her for a second time. The patient wanted to see a manufacturer representative because it was an emergency. The patient was being electrocuted; this had been going on since (B)(6). The patient fell and fractured her wrist on (B)(6) 2014 and believed that the fall caused the stimulator to let go. They could only use one hand due to the fractured wrist. In (B)(6) the patient was taken by ambulance to the hospital. She had a bad heart, a head injury and a seizure disorder. They could not walk but was made to get up and walk. They took three steps and fell. Since the fall she had been feeling electricity down her neck and down her arms. Their hands were huge. The pain would not stop going down her neck. The patient went to a different hospital and they ¿pump her¿ with dilaudid. They turned off stimulation with the patient programmer and wanted the manufacturer representative to put it completely out of commission. The patient thought that the electrodes were touching her. When the patient touched her neck it burned. Her cell phone kept freezing so it was known that the electricity was getting to it. There was a report of stimulation in the wrong location and being unable to adjust stimulation. The patient fell and now was getting jolted and overstimulated. The patient was seen on (B)(6) 2015 and it was noted that the shocking and other issues were not related to the manufacturer devices at all. The manufacturer representative checked the devices and everything was working fine. They turned the device off and the patient was still getting shocking sensation in her arm. The patient had a traumatic brain injury in the past that was not related or due to the device. It was thought that this might be the cause for all these health issues. The device had been turned off by the physician and the patient had been refereed to another physician for a possible pump implant. There were no further interventions planned for the patient¿s device or therapy.

Manufacturer narrative:
Concomitant products: product ID: 3587a25, lot# n113741, implanted: (B)(6) 2007, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3587a25, lot# n113741, implanted: (B)(6) 2007, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on (B)(6) 2015 indicating that the patient had issues with their hands, they could not close them, the hands did not bend, the right hand fingers were curling down. The patient had pre-existing history of seizures and heart issues due to low sodium, potassium, and magnesium levels. These low levels caused her to fall. The patient had a short term memory loss since the car accident in 1998. When the patient fell it was because the emergency room staff made her get up to walk and be discharged. The patient fell on her face and was all bruised and even had a sore from where her shoe fell off. The patient fell forward holder her body and slid on her face and had a skid mark on her forehead. The pain running down her neck and right side. They had a pre-existing fibromyalgia, arthritis, and laryngeal dysphonia. All stemming from the car accident they had. The accident lead to the patient getting the stimulator placed. The patient had a metabolic reaction of projective vomiting with the use of the morphine and took oral dilaudid 8mg every 4-6 hours. The patient had a history of headaches that were pre-existing but they were worse at the time of the report. The patient was going to have the device electively removed and get a pump with dilaudid. It was reported that they took her nerves out of her eyes after the car accident and she lost her vision for 7 to 8 months. They thought that when they lost her vision was after the stimulator was placed. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Description of event problem was rewritten for further clarification of details. Upon further review, patient codes (B)(4) were removed. Added patient codes: (B)(4).

Event description:
It was reported that the patient was injured very bad and someone injured her for a second time. The patient wanted to see a manufacturer representative because it was an emergency. The patient was being electrocuted by her device; this had been going on since (B)(6). The patient fell and fractured her wrist on (B)(6) 2014 and believed that the fall caused the stimulator to let go. They could only use one hand due to the fractured wrist. In (B)(6) the patient was taken by ambulance to the hospital. She had a bad heart, a head injury and a seizure disorder. They could not walk but was made to get up and walk. They took three steps and fell. Since the fall she had been feeling electricity down her neck and down her arms. Their hands were huge. The pain would not stop going down her neck. The patient went to a different hospital and they "pump her" with dilaudid. They turned off stimulation with the patient programmer and wanted the manufacturer representative to put it completely out of commission. The patient thought that the electrodes were touching her. When the patient touched her neck it burned. Her cell phone kept freezing so it was thought that the electricity was getting to it. There was a report of stimulation in the wrong location and being unable to adjust stimulation. The patient fell and now was getting jolted and overstimulated. The patient was seen on (B)(6) 2015 and it was noted that the shocking and other issues were not related to the manufacturer devices at all. The manufacturer representative checked the devices and everything was working fine. They turned the device off and the patient was still getting shocking sensation in her arm. The patient had a traumatic brain injury in the past that was not related or due to the device. It was thought that this might be the cause for all these health issues. The device had been turned off by the physician and the patient had been refereed to another physician for a possible pump implant. There were no further interventions planned for the patient's device or therapy. There was a mention of redness, burning sensation, swelling and weakness. Additional information was received on (B)(6) 2015 indicating that the patient had issues with their hands, they could not close them, the hands did not bend, the right hand fingers were curling down. The patient had pre-existing history of seizures and heart issues due to low sodium, potassium, and magnesium levels. These low levels caused her to fall. The patient had a short term memory loss since the car accident in 1998. When the patient fell it was because the emergency room staff made her get up to walk and be discharged. The patient fell on her face and was all bruised and even had a sore from where her shoe fell off. The patient fell forward holder her body and slid on her face and had a skid mark on her forehead. The pain running down her neck and right side. They had a pre-existing fibromyalgia, arthritis, and laryngeal dysphonia. All stemming from the car accident they had. The accident lead to the patient getting the stimulator placed. The patient had a metabolic reaction of projective vomiting with the use of the morphine and took oral dilaudid 8mg every 4-6 hours. The patient had a history of headaches that were pre-existing but they were worse at the time of the report. The patient was going to have the device electively removed and get a pump with dilaudid. It was reported that they took her nerves out of her eyes after the car accident and she lost her vision for 7 to 8 months. They thought that when they lost her vision was after the stimulator was placed. If additional information is received, a follow-up report will be sent.